Event description:
It was reported that surgeon explanted valve because he didn't feel it was reprogramming. The pt is reported to have experienced a subdural hematoma after the valve was programmed to a higher setting.